Event description:
It was reported that during a roux en y, the staple line came apart. It appeared the device fired fine. Tried to suture but ended up changing to an open procedure. Hand suturing was used to complete the case.

Manufacturer narrative:
Info anticipated, but unavailable at this time.